Event description:
The water axillary connector requires numerous attempts to connect tightly (lot number 30593076). I tried a different lot (30309983) few times, and I had no issue. Other techs noticed the same problem with the connector lot (30593076).